Event description:
It was reported the insulin pump alarmed remote frequency failed self test. Alarm was noted in the alarm history of the device. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received remote frequency failed self test alarm during self test due to faulty y connector on remote frequency board. No cosmetic damage noted.